Manufacturer narrative:
Section a/g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) arrived at the service depot physically damaged. Upon mpu visual inspection, there was a loose rubber housing around the black and white connectors observed on the patient cable.